Event description:
It was reported that the ventilator's nozzle units were damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This complaint has been decided to be reported to competent authorities, as the provided information represented a reportable event. In the further process of complaint handling it has been identified that the record is related to billable preventive maintenance and shall not be registered in the system as a customer product complaint (there is no allegation of the product deficiency raised and no unexpected failure found on the device).